Event description:
It was reported that the equipment applied to treat a leg ulcer stopped working because the equipment cannot be charged as the contact orifice for charging was broken. A backup was not available and the treatment was postponed.

Manufacturer narrative:
The device used in treatment has not been returned for evaluation, without this assessment we are unable establish a relationship between the fault reported and the device. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed with similar instances recorded, the instances are being monitored to determine if additional corrective actions are required, however at this time it is deemed that no further action is necessary in relation to this complaint, which has now been closed and recorded as insufficient information to determine a root cause. Although a definitive root cause has not been established, on the initial report it is noted that the device was unable to be charged due to a broken dc inlet port. It is highly likely that due to this damage the device was unable to be charged, however without a complaint evaluation this cannot be confirmed. Devices that have failed must be returned, clearly marked for complaint evaluation in order for a compete investigation to take place. We will continue to monitor for any adverse trends relating to this product range.